Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump did not get notification for low reservoir and had diminished battery life. Customer's blood glucose level was unknown. Insulin pump was returned for analysis.

Manufacturer narrative:
Correct aware date is 25-july-2018.